Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 536 mg/dl; cause unknown. Reportedly, due to the elevated bg, the customer required assistance administering a correction injection. A correction bolus was also administered to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.